Event description:
Customer reported the dpm central station sut down, rebooted and displayed an error message, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the problem by resetting the unit's database and rebooting.